Event description:
Yeongu chung, sung ho lee, seok keun choi, bum joon kim, kyung mi lee, eui jong kim. Triple stent therapy for the treatment of vertebral dissecting aneurysms: efficacy and safety. World neurosurgery. 2017, 99: 79-88. Http://dx.doi.org/10.1016/j.wneu.2016.11.118.  The purpose of this article was to evaluate the efficacy and safety of triple stent therapy for intracranial vertebral dissecting aneurysm (vda). There were 8 patients, 2 were female and 6 were male. The average age was 47 years.   Triple stent deployment for vdas was successfully performed in all 9 vdas without any procedure related complication. Among them, 8 unruptured vdas showed near normalization on follow-up imaging studies within 90 days after the procedure. All patients with ischemia had favorable imaging and clinical outcomes (modified rankin scale, 0e1) during the long term follow-up with no developed symptoms. They achieved 88.9% (8 of 9 treated vdas) complete or near complete vda regression with triple stent therapy, although it should be noted that this series involved a small number of patients. Long-term clinical follow-up (mean, 22.6 months) revealed that all patients, including 1 hemorrhagic case, had no sequelae or significant complications.   One case of ruptured vda showed repeated recurrence without new symptoms and delayed normalization after insertion of 5 stents. Seven patients with long-term follow-up (median clinical follow-up, 22.6 months; median imaging follow-up, 17.1 months) showed clinical and imaging improvement without development of new symptoms.  Triple stent therapy for vdas was safe and effective. This technique showed favorable results in clinical and imaging follow-up for unruptured vdas, although caution is advised for ruptured vdas.   The following intra- or post-procedural outcomes related to the medtronic solitaire were noted:  1. Pseudoaneurysm

Manufacturer narrative:
Yeongu chung, sung ho lee, seok keun choi, bum joon kim, kyung mi lee, eui jong kim. Triple stent therapy for the treatment of vertebral dissecting aneurysms: efficacy and safety. World neurosurgery. 2017, 99: 79-88. Http://dx.doi.org/10.1016/j.wneu.2016.11.118. 47 years is the average age of the patients who used pipeline devices in the study. Date of event is the date the article was accepted, as no event date was provided. If information is provided in the future, a supplemental report will be issued.